Event description:
During laparoscopic surgery,the doctor used the applied medicallaparoscopic grasper. A plastic piece of material was found in the patient's abdomen during the procedure. The doctor removed the piece of plastic and discovered that it was a piece of the jaw of the grasper being used. The plastic piece was removed from the patient's abdomen, the broken grasper was removed from the back table/surgical field. It was only one small piece that was broken and removed from the patient. No harm to patient.======================manufacturer response for applied medical epix laparascopic grasper, (brand not provided) (per site reporter).======================manufacturer has not yet responded to this department.